Event description:
It was reported that air bubbles were observed within the canister and cartridge tubing. There was no adverse impact to the customer's blood glucose level. The customer primed the tubing to address the issue.